Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump broke. The reporter was unsure of the details of the issue. Animas attempted to follow up with the reporter related to the issue but was unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: the black box data from the date of the complaint has been overwritten. The pump powered on with the returned battery cap; the cap was able to secure. The pump had evidence of physical damage and moisture contamination; please reference report # 2531779-2016-14397 for details. During the rewind step, the pump emitted a 128-fe80 alarm which was unable to be cleared, limiting further testing due to inability to complete a prime sequence and a 24 hour duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.